Event description:
It was reported that the burr became stuck with the guidewire. The target lesion was located in the severely calcified proximal segment of the left anterior descending artery. A 1.50 mm rotalink burr and a rotawire were selected for use. During the procedure, it was noted that the burr was stuck with the rotawire. Furthermore, the guidewire could not cross. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable after the procedure. It was further reported that severely stenosed target lesion was located in the severely tortuous and severely calcified proximal segment of the left anterior descending artery. The rotawire has reached the lesion, but while the burr was being advanced, it was found that the burr could not cross the rotawire, so the burr did not reach the inside of the patient. Additionally, the physician directly replaced the burr, not using other devices to remove it.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). Device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection of the device found that the coil was kinked at the handshake connection. A microscopic inspection of the device found that the coil stretched from the handshake connection to 2 cm proximal from the burr. As the rotawire used in the procedure was not returned, a test rotawire was used for analysis. During analysis, the test rotawire was able to be inserted into the burr catheter both distally and proximally but was unable to be advanced due to the kinked coil. No other issues were identified during the product analysis.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the burr became stuck with the guidewire. The target lesion was located in the severely calcified proximal segment of the left anterior descending artery. A 1.50mm rotalink burr and a rotawire were selected for use. During the procedure, it was noted that the burr was stuck with the rotawire. Furthermore, the guidewire could not cross. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable after the procedure. It was further reported that severely stenosed target lesion was located in the severely tortuous and severely calcified proximal segment of the left anterior descending artery. The rotawire has reached the lesion, but while the burr was being advanced, it was found that the burr could not cross the rotawire, so the burr did not reach the inside of the patient. Additionally, the physician directly replaced the burr, not using other devices to remove it.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the burr became stuck with the guidewire. The target lesion was located in the severely calcified proximal segment of the left anterior descending artery. A 1.50mm rotalink burr and a rotawire were selected for use. During the procedure, it was noted that the burr was stuck with the rotawire. Furthermore, the guidewire could not cross. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable after the procedure.